Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.

Manufacturer narrative:
This is one of three device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-06581, 1225714-2014-06582, and 2937457-2014-01727. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experience was a cardiac arrest, which was alleged to have been caused by the product administered during treatment.